Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage during use at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned with a 19cm segment of guidewire stuck in the lead. The tip of the guidewire was looped- back on itself in the distal tip of lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the attempted left ventricular (lv) lead during lead placement and could not be removed. The lead was withdrawn and a different lead was implanted. No patient complications have been reported as a result of this event.